Manufacturer narrative:
4247 - a limited investigation was able to be performed with no results able to be identified.

Event description:
Post market clinical follow-up study received. The patient underwent triple arthrodesis revision surgery of the right foot in which a staple was placed across the talonavicular joint. At the 14-month post-op visit, the surgeon noted radiographically that the staple of the right foot had broken. The surgeon stated that unless the staple is bothering the patient he recommends leaving all hardware in, use of footwear with a lateral wedge, physical medicine, and rehab consultation.